Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed, and the error/fault was confirmed via remotefe. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 errors on start-up and mono coag activation) erbe under that was placed on golden system and was run in normal mode.

Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, site contacted intuitive technical support engineer (tse) to report error c-34 on erbe. Rebooting did not resolve the issue. External generator was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and no error was noted at the 1st procedure. The system initially powered on without errors. The patient information was not provided.